Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, lot/serial #: unknown ; product ID: 9736405, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country - australia h6: multiple fdd/annex a codes were reported. A0902 was coded for monitor showed "no video signal" after about 10 minutes of operation. A1102 was coded for no video signal" message was displayed. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Img code g0200701 applies to the computer and g02027 applies to the uninterruptable power supply (ups). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor showed "no video signal" after about 10 minutes of operation. The system powered on ok, then later the "no video signal" message was displayed. There was no patient involvement.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. They test the monitor power voltage to the computer, it was stable at 48v. The ran the system for more than 30 minutes, and were unable to replicate the fault while power to the computer was stable at 48v. The ordered a computer replacement kit 9736405 and ups 9735787 to have it on hand. They were going to monitor the system operation over the next cases. They were unable to replicate the fault, closing the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.